Event description:
Drive medical was notified of an incident involving an oxygen concentrator by the end user's neighbor who reported the oxygen concentrator was being used without humidification for approximately two weeks. During this period, the end user experienced nosebleeds. The condition progressed, and the end user suffered a hemorrhage involving both their nose and mouth that could not be controlled. The end user was airlifted to a hospital where he required two surgical procedures to manage the hemorrhage. There was no reported malfunction or performance issue associated with the oxygen concentrator. The device was functioning as intended at the time of the event. The end user has resumed use of the oxygen concentrator with humidification. Drive medical will file an update if additional information becomes available.